Manufacturer narrative:
This case is reported in retrospect based on a re-evaluation conducted in 2025 for formal reasons. There was no particular risk to patients, users, or third parties.

Event description:
Irn# (B)(4) incident occurred in italy. The needle broke more or less in the middle of the shaft and one part remained trapped in the back of the patient.